Event description:
It was reported that the patient presented to the emergency room experiencing pectoral muscle stimulation and syncope. The pulse generator exhibited backup vvi operation.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the pulse generator was at elective replacement indicatior (eri). The device was explanted.